Manufacturer narrative:
Physio-control has performed multiple contact attempts to follow up with the customer regarding the reported device failure; however, the customer has not been responsive. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
A third-party biomed contacted physio-control to report that their customer¿s device would power off by itself when attempting to charge for defibrillation. When the charge button was pressed, the device would begin to charge for defibrillation; but then shut down on its own. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.